Event description:
It was reported that prior to an unk procedure, the blister was noted to be broken. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.